Event description:
Device was used during a laparoscopic cholecystectomy. The device broke when the specimen was placed in the device. Specimen was removed with another device. There were no consequences to the pt.